Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed intermittent ventricular undersensing. The implantable cardioverter defibrillator was reprogrammed. The patient was fine before and post event.